Event description:
Device issue: none. Adverse event: hypotension. Time of adverse event: post procedure. It was reported that on (B) (6) 2010, the pt underwent stenting in the right internal carotid artery with an rx acculink stent. After the procedure, the pt experienced hypotension that was treated with vasopressors for four days. The pt was discharged on (B) (6) 2010, with adjustments to medications. There was no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported pt effect of hypotension is a known pt adverse event listed in the rx acculink instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.